Manufacturer narrative:
The lot number was provided and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. One used sample was received for the evaluation. Visual and functional inspection was performed, and no issue was found. Reported issue will be treated as not confirmed, since after evaluation no root cause could be found related to manufacturing/production process. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that a leak was observed around the line that is connected to the nutrition spike. Patient was not involved, therefore there was no patient injury, medical intervention or adverse reaction is associated with this event.